Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was black. The customer¿s blood glucose level was 278 mg/dl at the time of the incident. The customer was assisted with troubleshooting and reported that the they received low battery before sleep. The insulin pump will not be returned for analysis.